Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp y-type microbore catheter extension set leaked blood from its port after a syringe was removed. This occurred during patient infusion, as blood was being drawn from the patient¿s peripheral line. The reporter stated that the other side of the port had been clamped before the syringe was removed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.